Manufacturer narrative:
The medtronic field service engineer evaluated the ventilator and replaced the graphical user interface (gui) printed circuit board (pcb) and the direct current (dc) - dc converter pcb. The ventilator passed all testing per manufacturer specifications at the time of service. The gui pcb and the dc-dc converter pcb were returned for further analysis. The gui pcb was visually inspected and noted evidence of thermal damage around the area adjacent to the dc-dc board c83 capacitor. The dc-dc converter board was visually inspected and noted that the c83 capacitor was burnt. This issue has been previously addressed in an internal investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 980 ventilator did not pass the power on self-test (post). The unit was also reported to be switching from alternating current (ac) power, to battery power, and back again while plugged into the ac outlet. The ventilator was not in use ona patient at the time of the event.